Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the up arrow button and the device alarmed button error. Customer's blood glucose was 319 mg/dl. Customer is not returning the device for analysis.